Manufacturer narrative:
(B)(4). The manufacturing plant received the device involved in the incident. However, the evaluation has not been completed. Upon completion, the evaluation results will be provided in a follow-up report. A review of all records related to the manufacture of lot 06m001 has been requested, and will be provided in a follow-up report.

Event description:
The (B)(6) complaint coord for baxter (B)(4), reported an alleged over-infusion observed on a basal/bolus infusor via hypodermic injection. The device was filled with 6ml. Of octreotide acetate, and 18ml of normal saline. The total fill volume was 24ml. The facility reported that 24ml of medication infused in 16 hours. The device was not used prior to the incident. In addition, patient control module (pcm) was not used with the device. The temperature of the device was approximately 30 degrees celsius. The following information was not known: expected duration of infusion and the location of the infusor device relative to the flow restrictor. There were no reports of patient outcome, injury, or medical intervention associated with the reported condition.